Event description:
The clinician inserted the catheter and pulled the stylet out. The safety shield did not cover the needle tip and the clinician was stuck in the arm. Blood borne pathogen testing was completed on the source pt as the pt was (B)(6). The clinician will also undergo blood borne pathogen testing as well.

Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).